Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause for the user advisory (ua) 07 error message was due to defective load cells. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. The load cells and the bottom enclosure were replaced to address the reported complaint and the physical damage. Upon visual inspection, unrelated to the reported complaint noticed cracked bottom enclosure, as a result of mishandling such as a drop. The bottom enclosure was replaced to address the physical damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple user advisory (ua) 07 error messages on (B)(6) 2020, the last day the platform was powered on by the user. Also, data show a single presence of the user advisory (ua) 12 (lifeband not present), and the error message was cleared. The observed user advisory (ua) 12 error message is unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.